Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit properly connected to glucose sensor simulator. No lost sensor alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump smells like insulin and had been receiving sensor alarms. The customer was assisted with the issue and was informed that the leak was not from the device but from the reservoir compartment. The customer insisted on having their insulin pump replaced. The customer sent their device back for analysis.